Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the pins (probes) from the electrocardiogram (ECG) plug were broken and stuck in the ECG connector. It was noted that the cord bay was broken and door was missing, the upper and lower bullets were missing, sliding rails left and right keyboard were cracked/broken, keyboard hinge left and right were broken, front latch base frame keyboard was broken, the bezel had minor damage considered as acceptable, the stylus was not working and the cursor on the screen was not moving. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the probes could not be "debugged" on the programmer and it was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.